Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.